Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported during flap creation there was entry of gas under the epithelium in the left eye. The flap was too thin.

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The temperature during the case was confirmed to have been 21.5 and the humidity was listed to have been at 39.8. It is possible that the reported issues can be attributed to environmental room issues, during cases. The customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported gas breakthrough was under the epithelium at two hours zone and due to this the laser was stopped. The next day the ophthalmologist exfoliated the epithelium in the two to three hours zone. The following day lasik was performed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).